Manufacturer narrative:
Photos of the device were received for evaluation. During the evaluation of the device the customer reported condition was confirmed problem source is unknown. The device history record was not reviewed as no lot number was provided.

Event description:
It was reported that a smiths medical tracheostomy tube appears to have grown mold inside. No adverse patient effects were reported.